Event description:
The panel that cover the door hinges of the amsco 400 steam sterilizer, part number p146676266, has a tendency to get caught on the door and either pop out of the clot it rides, bend, or causes deformation in the outer door shell. This issue makes opening and closing of the door cumbersome and needed to be replaced more often that it should.